Event description:
After one hour of study the pet/MRI machine stopped unexpectedly and smoke filled the scanner room. The participant was taken out of the scanner immediately and taken to a safe area. Pt denied any smoke inhalation while in the scanner. He smelled the smoke while walking out of the scanner for 1-2 seconds. It turns out that the gradient coil in the mr scanner shorted out, sparked, and soot covered the inner fascia of the scanner. Smoke filled the room and the fire dept was called.